Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter state: address unavailable. (B)(6). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the user identified using the tube after the recommended expiration date. The following information was provided by the initial reporter. The customer stated: customer used 367988 and 367987 after expiration and are wondering what the impact is on their samples. Exp 12/31 and they used at least 25 until they realized they were expired on the 14th.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter state: address unavailable. (B)(6). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the user identified using the tube after the recommended expiration date. The following information was provided by the initial reporter. The customer stated: customer used 367988 and 367987 after expiration and are wondering what the impact is on their samples. Exp 12/31 and they used at least 25 until they realized they were expired on the 14th.